Event description:
A tandem mobi cartridge alarm was reported, resulting in the customer's blood glucose level being indicated as "high," although the specific value was unknown. The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and required no assistance from a third party. Technical support confirmed the cartridge alarm and decided to replace the pump. The customer was instructed on how to handle the return of the problematic pump and the setup of the replacement pump, which was sent by technical support.